Event description:
Caller reported a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and guided the caller through the process, resulting in a successful resolution where the cgm error did not reappear, and the caller was able to start their sensor session successfully.